Event description:
The user facility reported a 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella had low flow and had to be removed after 35 minutes. On removal, the 5.5 was severely kinked and had a clot formation on the inlet and outlet. The doctor performed a mini sternotomy and a new pump was placed. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low flow issue and clot has been completed. No product or data was returned for evaluation. However, the clinical report provides sufficient information to determine the root cause. The cause of the low pump flow was most likely due to the ingestion of a clot. The instructions for use contains details on how to prevent thrombus formation. It states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. This report is being filed as part of a retrospective review of historical records.